Event description:
It was reported that the external pulse generator turned itself off during use, with a new battery. The generator was returned for service and to be "inspected." It was indicated that there was no patient incident associated with this event.

Manufacturer narrative:
Correction: product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) and display were out of specification. It was also noted that the upper and lower cases were broken, the battery release was contaminated, one bail cover was broken, the lead flex cover was broken, the battery contacts were compressed, the keyboard was scratched, the display was burned, the main pcb was burned and the serial number label was damaged. Further analysis was performed on the main pcb. This analysis found a capacitor component failed. The component had overheated and eventually caused it to fail open. This finding is consistent with the reported event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6) (B)(4).